Manufacturer narrative:
Accounts for the surgical intervention that occurred.

Event description:
It was reported that the day after this right ventricular (rv) lead was implanted, noise oversensing was observed, during deep breathing. This resulted in one beat of pacing inhibition. There was more noise on the rv electrogram (egm) and was not oversensed. This did not occur at implant. The physician thought the diaphragm was being oversensed, during the deep breathing and was not comfortable with adjusting sensitivity. The lead was ultimately repositioned. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.